Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was received for evaluation. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. Functional testing was performed by checking the functionality of the slide clamps and the flow through the device and did not reveal any abnormalities. Pressure testing and clear passage testing were performed with no issues noted. The condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set leaked chemotherapy solution at the male luer. Chemotherapy solution did get on the patient¿s skin; however, it was washed off and there was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.